Event description:
It was reported when using the bd a-line¿ the i.v shields and/or protective cap comes off letting needle exposed. The following information was provided by the initial reporter. The customer stated: "the cap was missing."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing cap was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing cap. Bd was not able to identify a root cause for the indicated failure mode.